Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor history was missing information from recent sensor sessions. There was no reported impact on customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.